Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, multiple non-sustained right ventricular oversensing episodes were observed due to post paced t-wave oversensing. The recommendation was not to make any programming changes. The patient will continue to be monitored. No further information is available.